Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with test results from results obtained of 177, 126, 120, 118, 144 and 32 mg/dl. The customer¿s expected blood glucose test result range is 90-120 mg/dl am fasting and 140-160 mg/dl 2 hours post meal. The customer feels well and did not report any symptoms. Customer stated when he obtained the result of 32 mg/dl he had been feeling thirsty. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was performed by the customer 2 hours post meal and produced test results of 198 mg/dl and 181 mg/dl using true metrix meter. The product is stored according to specification in the man cave. The test strip lot manufacturer¿s expiration date is 10/15/2025 and open vial date is a few days ago. The meter memory was reviewed for previous test result history: result 1: 177 mg/dl date: on (B)(6) 2024 time: 3:05 pm 2 hrs. After meal. Result 2: 126 mg/dl date: on (B)(6) 2024 time: 8:04 am fasting. Result 3: 120 mg/dl date: on (B)(6) 2024 time: 7:57 am fasting. Result 4: 118 mg/dl date: on (B)(6) 2024 time: 3:12 am fasting. Result 5: 144 mg/dl date: on (B)(6) 2024 time: 3:11 am fasting. Result 6: 32 mg/dl date: on (B)(6) 20024 time: 3:08 am fasting.